Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no other leads or fragments were noted and registration showed two leads were implanted. There was no previous imaging and the healthcare provider¿s office didn¿t have any notes on the original implant or if any revisions occurred. The cause of the impedance and disconnection is unknown and the issues had not been resolved.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they weren¿t getting good coverage in her foot which is where she needed it. No falls or significant external factors were reported. The impedances were read and lead 8-15 was showing all greater than 10000 except for electrode 11. Reprogramming was tried with the other lead but was unsuccessful. X-rays were taken and it was noted that one of the leads was ¿missing¿; it looked as if the lead had separated from the extension. Surgical intervention was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report.